Event description:
It was reported that the patient presented to the ER in 2009, due to a low amplitude r-waves that led to inappropriate hv therapy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.